Event description:
It was reported that at the user facility, ball bearings were falling out of the cordless driver. Upon follow-up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
During the device evaluation the alleged failure of ball bearings falling out of the device could not be duplicated. No loose ball bearings were found within the device, and no ball bearings were falling out of the device.